Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not able to turn on stimulation after having a non-device related surgery wherein an electrocautery was used. It was noted that the ipg could not connect to the remote control (rc) and clinician programming (cp). It was also reported that the patient was not able to charge and the ipg was not working. The patient underwent an ipg replacement. No device malfunction was suspected. The patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04)